Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination and error code 65 (err_stuck_encoder_a) and error code 66 (err_stuck_encoder_b) were present. The device was scrapped by the service center after the evaluation was completed.